Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and Product History Record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).H.10 reflects all related Report Numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (IOL) implantation procedure, scratches were present on the backside of some intraocular lenses (IOLs). The scrub technicians stated that they did not touch the backside of the lenses. The lenses were implanted and remained in the patients' eyes.Additional information has been requested but is not available at the time of this report.